Event description:
The pt reportedly experienced overly loud stimulation and sound quality issues. A company representative met with the pt to perform device evaluation. Testing was performed and programming adjustments were made, however, the problems were not resolved. Surgery to explant the pt's device has been scheduled.